Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the device under test (dut) power supply to the system 1 power supply tester along with the system 1 load. Alternating current (ac) power was applied and the direct current (dc) output monitored. 24.6 volts direct current (vdc) was measured from the dut output, with the load switched off (typical). The ¿power good¿ signal measured 200 mv dc (typical), specification is less than 350 mv. With load switched on, the output voltage remained in specification, at 24.4 vdc. To test for intermittency, the cabling related to the power good (status) signals was moved while monitoring the ¿ps good¿ signal from the tester¿s front panel jacks. One connector was very susceptible to movement. When this particular cable/connector was agitated, the signal was observed to fluctuate by several hundred mv. The pst observed readings as high as 900 mv. Voltage higher than 350 mv will cause the central control monitor (ccm) to report ¿1¿ indicated bad power supply status. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per fsr, during release testing the power supply 1 (ps1) was showing a 'failure' or a '1' on the power maintenance screen. He changed the power supply cables over to the other power supply and the problem remained. He replaced the ps1. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc), the unit had a bad power supply. There was no patient involvement.